Event description:
The customer reported the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was not in use on a pt and there was no pt harm. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilator operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The pt must be placed on another means of ventilatory support. The customer replaced the blower per tech support recommendation to address the reported problem.